Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, there was a difficulty loading two reloads. It was also reported that the surgeon was able to press the green button and was unable to squeeze the handle, hence the device did not fire. Another reload was used to complete the procedure. There was no patient injury.